Manufacturer narrative:
The qc was within lab established ranges pre and post event. A bci field service engineer (fse) instructed the customer to replace the na electrode. The instrument was recalibrated and higher results were obtained. On (b)2010, the fse decontaminated the instrument, cleared a clog from the eic and performed ise mod 10838. A clear root cause can not be determined for this event.

Manufacturer narrative:
The qc was within lab established ranges pre and post event. A bci field service engineer (fse) instructed the customer to replace the na electrode. The instrument was recalibrated and higher results were obtained. On (B)(4) 2010, the fse decontaminated the instrument, cleared a clog from the eic and performed ise mod 10838. A clear root cause can not be determined for this event. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results for thirty three (33) patients generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory and questioned by the physician the samples were repeated and lower results were obtained. Amended reports were initiated. Patient's treatment was not impacted by this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results for thirty three (33) patients generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory and questioned by the physician the samples were repeated and higher results were obtained. Amended reports were initiated. Patients treatment was not impacted by this event.